Event description:
Treatment of an avm (arteriovenous malformation). It was reported that the ultraflow catheter ruptured during contrast injection. Upon removal, the distal tip of the catheter was found separated inside the guide catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).